Event description:
This report is 1 of 2 and linked to mfg report number 1121308-2023-00028: a facility reported the following: "all the patients who have surgery excision of suprasensorial tumor and platys surgery with duragen have pseudo-meningocele about 3 months after using duragen. Pseudo-meningocele is extremely rare usually. 1st patient: had second surgery with new platys surgery one year after first surgery".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Failure analysis - additional information on the case has been requested, but no response has been received at this time. The instructions for use (IFU) already addresses that possible complications can occur with any neurosurgical procedure, including cerebrospinal fluid leaks. Pseudomeningoceles are abnormal collections of cerebrospinal fluid (csf) that occur due to leakage from the csf-filled spaces surrounding the brain and/or spinal cord as a result of trauma or surgery (https://radiopaedia.org/articles/pseudomeningocele-1). An untreated csf leak could cause a pseudomeningocele. Root cause - the root cause of the reported issue could not be determined, and based on the limited information provided, a medical affairs assessment and/or scientific affairs assessment is not possible at this moment. However, based on the risk documents a potential root cause for csf leak could be that the duragen plus was cut too small and was not able to overlap dura margin. The following is stated in the product IFU: ¿duragen plus, in the dry state can be cut to the desire shape using aseptic technique. The duragen plus dural regeneration matrix must be large enough to overlap the remaining dura by a minimum of one (1) centimeter.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. Based on the limited information provided, a medical affairs assessment and/or scientific affairs assessment is not possible at this moment. Additional information on the case has been requested, but no response has been received at this time. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.